Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a pulse generator had displayed error message during preparation for an implant. The pulse generator was not used, and a new pulse generator was used. There was no patient involvement.